Event description:
There was an allegation of questionable elecsys hiv duo results for 1 patient on a cobas e 402 analytical unit. Sample 1: the elecsys hiv duo result was 13.8 coi (reactive). The elecsys anti-hiv result was 13.8 coi. The elecsys hiv ag: 0.180 coi. The hbsag result was 0.353 coi (non-reactive). The sample was recentrifuged and retested. The elecsys hiv duo result was 13.8 coi (reactive). The rapid test (antibody detection) result was negative. The sample was processed with another method (elfa), and the hiv duo result was 0.44 (non-reactive). The unit of measure was not provided. The sample was tested on another module, and the elecsys hiv duo result was 13.7 coi (reactive). Sample 2: the elecsys hiv duo results were 14.0 coi (reactive) and 13.5 coi (reactive). The elecsys anti-hiv result was 14.0 coi. The elecsys hivag result was 0.199 coi. No confirmation testing was performed.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The last calibration was performed on (B)(6) 2025. Renewed calibration is recommended after 12 weeks when using the same reagent lot. The qc was acceptable. The alarm trace showed "sample clot" alarms on the date of the event. False reactive results may occur in elecsys hiv duo assay, the assay has a specificity of < 100% for pregnant women. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification.